Event description:
Boston scientific received info that this right atrial (ra) lead is exhibiting varying threshold measurements as well as intermittent sensing issues. The bsc sales rep (sr) stated that they will be doing a lead revision to eliminate these issues. To date, there have been no adverse pt effects reported. "As the product remains in service, it will not be returned for analysis and boston scientific crm cannot confirm the clinical observation. There is no additional info related to this event available to the company at this time. If additional info becomes available this event will be updated as necessary." The event date was not provided.